Manufacturer narrative:
(B)(4). Concomitant medical products - mlry-hd por fmrl 9x150mm, item 11-104109, lot 522962. Concomitant medical products - therapy date - (B)(6) 2018. Concomitant medical products- m/h sld/apx hle rnglc shl 52mm, item 11-104052, lot # unknown. Concomitant medical products - therapy date - (B)(6) 2018. (B)(6). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 3002806535-2018-01073 and 3002806535-2018-01075.

Event description:
It was reported by the clinical study department that a patient underwent an initial left hip arthroplasty. Subsequently, a revision procedure was performed 2018 due to bursitis.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of x-rays provided. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported by the clinical study department that a patient underwent an initial left hip arthroplasty. Subsequently, a revision procedure was performed due to bursitis.